Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient was in a motor vehicle accident on (B)(6) 2011 and expired. Review of the session records recorded on (B)(6) 2011 revealed intermittent ventricular sensing of a ventricular arrhythmia. The event was binned in the vt-1 zone and no therapy was delivered since zone was programmed to monitor zone. The undersensing resulted in the device classifying a return to sinus when the rhythm was sustained.